Manufacturer narrative:
Date of report: 19jun2019. Date rec¿d by MFR: 18jun2019. The customer confirmed replacing several damaged cards resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 19jun2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 02nov2018. International UDI: (B)(4); serial number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit has error code message of machine and proximal pressure sensor failure when turning on. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.